Event description:
Found during the testing. According to reporter, the device won't charge the battery and won't operate on ac power. There was no pt use associated with the reported incident.

Manufacturer narrative:
The customer declined an offer of service from physio-control. Physio provided customer with part numbers to purchase replacement power supply assembly and/or ac power cord.